Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was no power in the pump, the battery cap was worn and the battery compartment threads were stripped. Reportedly, there was no moisture or corrosion in the pump and the battery cap had never been changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.